Event description:
Event description cpi received information that during a routine changeout, this ventak mini implantable cardioverter defibrillator (ICD) indicated that it had shocked into a less than 10 ohm lead. The physician elected not to implant the ICD and the chronic transvenous defibrillation lead was removed from service. A new system was sucessfully implanted.